Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit passed displacement test. Unit received with cracked case (battery tube), broken battery tube threads, faded serial number label, scratched case, and cracked retainer ring. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked clear retainer ring was noted. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received recall notification. The customer reported no adverse event. The event involved product(s) mmt-1712k. The customer called for an issue not covered by existing troubleshooting guides. Mmt-1712k was requested and customer response was the device was returned for analysis.